Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time and was not using the recommended sample rack tube adapters.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable n-terminal pro b-type natriuretic peptide (probnp) result for one patient sample. The initial result was 7 pg/ml and was reported outside the laboratory. The result was questioned by the physician and the sample was repeated. The repeat result was 2000 pg/ml. The repeat result was believed to be correct. A corrected report was issued. The patient was not adversely affected. The probnp reagent lot number was 17057403 with an expiration date of 04/30/2014. The field service representative could not find a cause and took no corrective action. He found all service checks passed within specification and qc was within the assay range.